Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue. The tablet is not able to pair with the printer. Review of the provided files confirmed the reported event, several pairing issues are visible on the log files. The woosim printer is found, but the pairing operation fails due to some failure with the tablet operating system, or more specifically the bluetooth driver, which encounters some troubles to assign a com port to the printer. The cause could not be clearly established, the most probable hypothesis is that: - the printer was not always properly unpaired; - there is corruption on the tablet operating system (which can be caused by battery removal). This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet does not recognize the printer. After several tries and reseting the tablet, the printer was still not recognized.

Manufacturer narrative:
Since the subject device is not returned yet, results of the investigation are not ready.

Event description:
Reportedly, on 3-march-2025, the smarttouch tablet does not recognize the printer. After several tries and reseting the tablet, the printer was still not recognized.

Manufacturer narrative:
Since the subject device is not returned yet, results of the investigation are not ready.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet does not recognize the printer. After several tries and reseting the tablet, the printer was still not recognized.